Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported it was a device malfunction with the charger when asked to clarify ¿bad battery¿. It is unknown if caused by normal battery depletion. The cause of the device not working was unknown. The nurse gave them a new charger and the issue was resolved.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that their recharger is not charging their implant, beeping, and showing an orange light. Patient did not have recharger or handset at time of the call as they were at work. Unable to complete troubleshooting due to pt not having product at time of the call. Agent reviewed general overview of recharging application, handset and recharger. Agent did not ask about the circumstances that led to the reported issue. Patient will call back when they have recharger/handset to complete troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that the patient's recharger hasn't been charging in the dock for the last two days. Caller stated they walked patient through basic troubleshooting over the phone such as ensuring connections are securing, using different outlets and resetting recharger, all with no resolution. Caller indicated they'll likely have to meet with patient next week. Additional information was received from the manufacturer representative (rep). The cause of the recharger not charging their implant and not charging in the dock was unknown. The most likely cause was user error. The rep performed troubleshooting with the patient on (B)(6) 2023 and (B)(6) 2023 and they were able to successfully recharge the implant. The issue was resolved. (B)(6) 2024 patltr (con): additional information was received from the patient. When asked what caused the issue they stated that it was due to a bad battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device malfunctioned. The patient was provided a new device. The issue was resolved.